Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the unit for failure analysis investigation. The unit was analyzed and was found to be reproduced on erbe connected to system. Remotefe (25913 c-34 errors 2/26/2025) confirming the fault occurred I the field. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 error occurred during start-up and mono coag activation) erbe unit that was placed on system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that error c-34 occurred against the erbe when using the monopolar curved scissors (mcs) instrument during surgery. The customer replaced the energy cable, but the error persisted. The intuitive tech support engineer (tse) advised to perform an erbe power cycle, hard power cycle the system, and change the erbe monopolar port being used, but the same issue persisted. The tse confirmed that the erbe power outlet cable was connected directly to the ac power outlet. The tse explained that an intuitive field service repair was needed and advised to prepare an external generator. The caller prepared the force triad, and continued the surgery. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system did not present any faults when powered on for the procedure.